Manufacturer narrative:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) become frayed upon entering the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by manual compression greater than thirty minutes. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). Excessive force was not used to insert the device into the 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd used in coronary angiogram (cag) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was present as expected in its manufactured position and was exposed due to the damaged conditions of the sealant sleeves. The catheter sheath introducer (csi) and syringe used with the unit were not returned for this evaluation. No additional anomalies were observed during this analysis. Functional testing was executed due to the premature exposure of the sealant observed with the received unit. A cordis lab syringe was attached to the unit to ensure the complete deflation of the balloon, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed. It achieved the expected mechanism by deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. Per microscopic analysis, a magnified visual analysis of the sealant outer sleeves assembly was executed. During this analysis, it was concluded that a frayed/split/torn condition was present at the sleeves portion, and it was concluded that the described conditions could be related to the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excessive force was not used during insertion), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) become frayed upon entering the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by manual compression greater than thirty minutes. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. Excessive force was not used to insert the device into the 5f non-cordis sheath. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd used in coronary angiogram (cag) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: initial image of device received condition shows the sealant is exposed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.